Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to pt injury previously. Device issue: loose stent. It was reported that during preparation, it was noticed that the stent was loose on the balloon; therefore, the device was withdrawn and replaced with another one. The stent was not introduced into the pt; therefore, there were no pt effects. No additional event or pt information is available.

Manufacturer narrative:
(B) (4). (B) (4): results - product performance engineering could not determine a conclusive root cause for the loose stent. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with no blood visible. There was contrast on the balloon and on the distal shaft. The stent implant was returned loose on the balloon. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. The stylet was returned in the guide wire lumen with the orange protective sheath. There was no other damage noted to the sds. A snap gauge was used to measure the outer diameter of the stent implant. This did not meet manufacturing criteria. Product performance engineering reviewed the incident info and analysis of the returned product, which was consistent with handling of the product and does not suggest insertion into the pt anatomy. Potential causes for a loose stent, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, and/or interaction of the stent with accessory devices. The loose was not noted during removal from packaging and possibly occurred during handling of the product during preparation for use. In this case, a conclusive cause for the reported loose stent could not be determined. The manufacturing records for this product were reviewed and did not reveal any non-conformances associated with this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.